Event description:
Pt in dialysis unit at this hospital had dialysis initiated at 12:15 p.m. In 2009, via left upper arm av graft; treatment terminated at 4:00 p.m. The pt tolerated the treatment well and vital signs stable during treatment and post-dialysis. At termination of treatment, rn clamped arterial and venous lines; luer-lock syringe was secured to arterial line; blood in dialysis circuit returned to pt via venous needle over 3-4 minutes with rn present in pt's room. Rn left pt's room to respond urgently to another pt with plan to return promptly and pull pt's needles; second rn entered pt's room after approximately 20 minutes; blood noted on pad underneath pt and on floor; syringe found unattached in bed and arterial line found unclamped; pt unresponsive and code called; pt expired at 5:14 p.m. The same day. Hospital received notification on 12/15/09 that pt's cause of death was listed as exsanguination; also, pt's death documented as suicide.